Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a common bile duct stenting procedure on (B)(6) 2010. According to the complainant, the patient had a five to six centimeter malignant stricture. Based on the patient's anatomy the physician chose a 10mm x 80mm stent. When the stent was removed from the packaging, it was thought that the stent was 10mm x 100mm. The stent was deployed outside the patient, and with a ruler the stent was measured to be 10mm x 90mm. It was reported that there was no visible damage to any part of the device. The procedure was successfully completed with another 10mm x 80mm wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a common bile duct stenting procedure on (B)(6) 2010. According to the complainant, the patient had a five to six centimeter malignant stricture. Based on the patient's anatomy the physician chose a 10mm x 80mm stent. When the stent was removed from the packaging, it was thought that the stent was 10mm x 100mm. The stent was deployed outside the patient, and with a ruler the stent was measured to be 10mm x 90mm. It was reported that there was no visible damage to any part of the device. The procedure was successfully completed with another 10mm x 80mm wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. Update (B)(6) 2010. The investigation results confirmed that the returned stent measured 82 mm in length which is within specification for a wallflex biliary rx covered 10x80 mm device. Therefore, as the device was within specification, this event is no longer considered reportable.

Manufacturer narrative:
A visual examination of the returned stent found that it was fully expanded. The stent delivery system was also returned and its outer sheath had been fully retracted. As per product specification, the unconstrained stent length for a wallflex biliary rx covered 10x80 mm stent is a minimum length of 75 mm and a maximum length of 88 mm. It was confirmed that the returned stent measured 82 mm in length which is within specification for a wallflex biliary rx covered 10x80 mm device. The position of radio opaque (ro) markerbands were also measured and they too were within specification. No issues were noted with the profile of the stent. Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident; therefore, based on the evaluation conducted, no definitive root cause could be determined. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported issue of stent wrong size. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.